Event description:
It was reported that an infusion of heparin had been set up to infuse with the pump programmed for 1000 units, which was reported to be approximately 20cc/hr. 5 1/2 hours into the infusion, nurse noticed that med bag was empty and that 500cc of heparin had gone into the patient. There was no medical intervention needed for the patient due to the overinfusion, however, heparin infusions were discontinued and patient was monitored. There was no resultant patient complication.